Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Multiple attempts were made by customer care to contact the user to obtain additional information; however, the user remained unresponsive. Due to the lack of information regarding the reported complaint, further investigation could not be performed. Data from the data management system (dms) indicates that the user continued to actively use the system following the reported complaint.